Event description:
The affiliate reported a customer with mist in the room when the sterilizer was operating. The affiliate stated that no physical complaints related to the oil mist were reported. The affiliate sent service to the customer site.

Manufacturer narrative:
(Oil mist) - capital equipment, unit evaluated at the facility. The field engineer replaced the filter and the issue was solved. This issue is being addressed with a customer letter, related to correction & removal.